Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the fenestrated bipolar forceps instrument (part# 470205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps instrument was last used on (B)(6)2020 via system serial# (B)(4). There was 1 use remaining after this last usage. This last usage of the device was before the reported event date, indicating that the issue was identified before a subsequent usage. There was no photo or procedure video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the customer noted a hole on the wire of the fenestrated bipolar forceps instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the issue was discovered during central processing, there was no patient involvement. Further details cannot be provided as the operating team did not report any issues with the instrument. The customer thinks that the last procedure, during which the instrument was used, was completed as planned with no patient harm. No fragment fell inside of the patient. There was no report of patient injury.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3, h6, and h10. D02, d03 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have insulation damage on the conductor wire. The damage was located at the distal end on the bipolar yaw pulley. A piece, measuring approximately 0.018" x 0.040" in size was missing from the conductor wire. No thermal damage was observed. Electrical continuity was tested and passed. Root cause is attributed to a component failure. An additional observation related to the customer reported complaint was as follows: the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The wire insulation was damaged and the instrument passed an electrical continuity test. Root cause is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.